Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not following the proper air removal steps and had been using the same cartridge and infusion set for over 2 days using trusteel infusion set. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper air removal steps and that the trusteel infusion set is indicated for 2 days of use. Reportedly the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a bolus via the pump. The customer cleared the alarm and resumed insulin delivery.